Manufacturer narrative:
MDR report # mw5146402. MDR report # mw5146403.

Event description:
User facility medwatch received that states the left ventricular lead exhibited high capture thresholds, high impedance, and sensing noise.